Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) states, after communicating with the hospital equipment department and department on site, the hospital decided not to repair this machine for the time being.

Event description:
N/a